Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) lead impedances gradually increased in the same time period. It was also reported that there was suspicion that the rv lead anode conductor or that myelofibrosis may have something to do with the impedance increase. It was further reported that rv and lv leads threshold had significantly increased compared to previous follow up. The patient will be monitored closely and will be checked for noise with provocation arm maneuvers as well as check for rv and lv unipolar impedances. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.